Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial folds in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision in left eye. Patient reported symptoms were resolved on (B)(6) 2018 after flap lift and stretch to smooth the folds. Bcva from (B)(6) 2018: right eye pre-op, 20/20, -2.50 x -.25 x 10. Left eye pre-op, 20/20, -2.25 x -.50 x 163. Bcva from (B)(6) 2018: right eye post-op, 20/20, .00 x .00 x 90. Left eye post-op, 20/20, .25 x -.50 x 90.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.